Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure no further information is available. Can you clarify that the procedure was in 2017? The reported procedure date is (B)(6) 2017. Was the event reported in 2017? => no, the sales rep reported on august 22, 2019. What was the fascia tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Can you explain ¿fascia dehisced but it was not a wound dehiscence¿? No further information is available. Can you explain ¿cerebrospinal fluid leakage caused by damage dura mater occurred¿? No further information is available. What is the surgeon opinion to the relationship of the stratafix used on fascia, to the dura matter damage? The surgeon commented that the event was not directly caused by the stratafix. What was the site of the infection? =>no further information is available. Were any cultures performed? If so, what are the results? =>no further information is available. Can you describe where on the stratafix suture was the breakage noted (end, middle, fixation tab) during the second procedure? =>no further information is available. What is the surgeon opinion as to relationship of the suture and the dehiscence of the fascia post op? =>the surgeon commented that the event was not directly caused by the stratafix. Other relevant patient history/concomitant medications =>no further information is available. If applicable, will product be returned, return date, tracking information? =>no sample will be returned. What is the physician¿s opinion as to the etiology of or contributing factors to this event? =>the surgeon commented that the event was not directly caused by the stratafix. What is the patient¿s current status? =>the patient has recovered and has been discharged from the hospital. No further information will be provided.

Event description:
It was reported that a patient underwent a cervical laminoplasty on (B)(6) 2017 and a barbed suture was used on the fascia. After the surgery, cerebrospinal fluid leakage caused by damage dura mater occurred. Due to cerebrospinal fluid leakage, a pseudo meningocele developed, then infection occurred. The patient underwent re-operation on (B)(6) 2017 and curetting and spacer removal were performed. During the re-operation, it was found the fascia dehisced but it was not a wound dehiscence, and the suture was found broken. The surgeon opined the event was not directly caused by the suture, nor was the dura matter damage and the dehiscence of the fascia post-op. The patient has recovered and has been discharged from the hospital.